Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the manifold is stuck. Associated malfunctions for this device: zip tie and hose clamp replaced, capacitor recall/field action z-0872-2015.